Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, high pacing impedance, high capture threshold, r-wave amplitude variation, and noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspect rv lead fracture as the cause. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.